Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, and accessory device support. Additionally, kinks and/or shaft separations during use may occur from factors such as damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, and an interaction with the patient anatomy and/or accessory devices. Reportedly, the lesion was heavily calcified and 90% stenosed, which likely contributed to the reported difficulties. In this case, return of the vision sds may have aided the investigation in determining a cause for the reported complaint. However, since there was no damage noted to the stent implant or the sds during inspection prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. It is likely that an attempt to push the sds through the tightly stenosed and calcified lesion contributed to the reported kink and shaft separation. It should be noted that the vision instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. A review of the product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. Based on the information received with this incident, the reported failure to advance, kink damage and subsequent shaft detachment/separation appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that while trying to push the stent through the tight and calcified stenosis the proximal shaft of the catheter kinked and broke into two pieces. The delivery system could be removed completely. There were no patient effects. No additional information was provided.